Manufacturer narrative:
(B)(6). The anchor and suture were visually evaluated, and most of the threads of the anchor are sheared off with the exception of the last two remaining threads. The suture is still threaded through the center channel of the anchor, and it appears that the suture sheared off the device threads. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff repair procedure the implant pulled out when the healthcare professional tried to move the suture. The implant was removed from the patient. The procedure was completed using a suture as a back-up device. There were no reported patient injuries. No other complications were noted.